Event description:
New information received stated there was no allegation that the device caused the infection. The patient tolerated the procedure well and was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-14217, related manufacturer reference number: 2017865-2019-14218, related manufacturer reference number: 2017865-2019-14220. It was reported that the patient presented in clinic with liquid draining from the device pocket border. Physician opened the pocket and found serosanguinous fluid but no purulent material. The pocket was inspected, and electrocautery was used to control and eliminate bleeding. Physician irrigated pocket with antiseptic solution and closed the pocket. Patient was discharged in stable condition on (B)(6) 2019. The system was explanted on (B)(6) 2019 due to infection.